Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-01154, MDR ID 2134265-2013-01208. It was reported that during an angioplasty procedure, the physician decided to do an intravascular ultrasound (ivus) procedure and the automatic pullback was unable to be performed. Access was obtained via the femoral artery to treat the target lesion that was located in the mildly tortuous left circumflex artery. An atlantis sr pro catheter was selected to advance towards the target lesion however, the motor drive unit of the ilab system was not able to perform the automatic pullback. A manual pullback was performed successfully by the physician. During the procedure, it was noted that the distal mark in comparison with the probe mark is farther than it usually should be and the catheter must be advanced more than the probe. The procedure was completed with the same device. No patient complication reported and the patient's status is stable.